Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. PMA/510k: awareness date reported on follow up 1 report as august 15, 2019 but should have been september 16, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: visual inspection: the cannulated 4.0mm hexagonal screwdriver (p/n: 314.05, lot: 4015621) was received showing the distal cannulation tip deformed/worn/warped. The cannulation edges were warped towards the center of axis. No other issues were identified with the returned components of the device. Functional inspection: functional testing could not be completed as the mating guide wire was not received for evaluation. However, the deformed cannulation impacts the ability for guide wires to pass/assemble through. The deformed/warped distal tip/cannulation of the screwdriver/driver tip is a potential end of life indicator from normal wear and consistent use over the part¿s lifetime (19+ years). Conclusion: after a visual inspection per guidance provided in windchill document#: (B)(4), it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot. Part#: 314.05, synthes lot number: 4015621, manufacturing site: synthes brandywine, release to warehouse date: oct 13, 1999, no ncr¿s were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a cannulated hexagonal screwdriver did not fit over the threaded portion of the guide wire. There was no patient involvement. Concomitant device: threaded guide wire (part #: 292.68, lot # unknown, quantity # 1). This report is for a cannulated hexagonal screwdriver. This is report 1 of 1 for (B)(4).